Event description:
Balloon inflated for test for leaks prior to use per routine process; balloon inflates easily but will not deflate.======================manufacturer response for endotracheal tube, sheridan (per site reporter).customer service teleflex; they will contact the teleflex anesthesia division service representative and give this representative my information. Representative will contact reporter.===============================================================manufacturer response for endotracheal tube, sheridan (per site reporter).customer service teleflex; they will contact the teleflex anesthesia division service representative and give this representative my information. Representative will contact reporter.